Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it delivering low vte (exhaled tidal volume) was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.